Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
It was reported the patient was in a motor vehicle accident and was hit on the side of her scs implant. Reportedly, the stimulation did not change but the site of the ipg became sore. Surgical intervention was undertaken and the physician moved the current ipg to the abdomen. Follow-up identified the reported issue has been resolved.